Event description:
It was reported that the device exhibited error code 41786. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. The event history log revealed a system fault 41,786 alarm. Functional testing was able to duplicate the reported problem. It was determined that depleted battery was the root cause. The device was charged for 250 hours. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.